Manufacturer narrative:
Section d, device identification, was updated. Sections d4 lot no. And d4 expiration date were updated. The initial result reported for patient 1 was approximate; the exact initial result was 21.2 ng/l. Patient 2's initial result on (B)(6) 2025 was 27.8 ng/l, and the repeat results were 20.4 ng/l and 21 ng/l. Patient 3's initial result on (B)(6) 2025 was 44.9 ng/l, with repeat results of 7.05 ng/l and 7.29 ng/l. Patient 4's initial result on (B)(6) 2025 was 24.1 ng/l, with repeat results of 41.3 ng/l and 23.2 ng/l. Patient 5's initial result on (B)(6) 2025 was 53.1 ng/l, with repeat results of 13.9 ng/l and 14.1 ng/l. The investigation is ongoing.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit. The initial result was 21 ng/l, with repeat results of 13.7 ng/l and 13.4 ng/l. The initial result was questioned because it did not match the patient's historical results.

Manufacturer narrative:
There was no calibration influence observed. The qc was within range before the sample measurement; therefore, a general reagent or analyzer problem was not present. In the alarm trace report, no relevant alarms were observed. In the images provided, it appears that there are some white, semitransparent particles in the pipetting area, which could cause the questionable results. Preanalytical information was not provided. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
Calibration and qc were passing at the time of the events. A few sample related alarms were seen. Instrument surfaces were adequately clean. The investigation was unable to determine a direct root cause; however, there was no product problem identified.

Manufacturer narrative:
Patient 7's initial result on (B)(6) 2025 was 8.75 ng/l. The 1st repeat result was 5.6 ng/l. The 2nd repeat result was 6.64 ng/l. Patient 8's initial result on (B)(6) 2025 was 13.6 ng/l. The 1st repeat result was 7.08 ng/l. The 2nd repeat result was 6.25 ng/l. Patient 9's initial result on (B)(6) 2025 was 20.3 ng/l. The 1st repeat result was 14.4 ng/l. The 2nd repeat result was 14.9 ng/l. The 3rd repeat result was 13.8 ng/l. Patient 10's initial result on (B)(6) 2025 was 69.9 ng/l. The 1st repeat result was 37 ng/l. The 2nd repeat result was 35.6 ng/l. The 3rd repeat result was 35 ng/l.

Manufacturer narrative:
Patient 6's initial result on (B)(6) 2025 was 17.8 ng/l. The first repeat result was 13.2 ng/l. The second repeat result was 13.3 ng/l. The investigation is ongoing.